Event description:
It was reported that the customer had low blood glucose levels, and passed out. It was also reported that the paramedics were called. The customer also mentioned that their insulin pump was making a humming noise and there was a dark circle on the display. The customer also received an off no power alarm. The customer declined troubleshooting. Customer's most recent blood glucose level 74mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.